Event description:
It was reported that continuous glucose monitor displayed error message while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, was guided through reset, and error message did not appear again after reset, with no further issues reported.